Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had bumps in front and back of her legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect that the patient's bumps were not device or procedure related. It was also noted that there was no stimulation issues and no further course of action.

Event description:
A report was received that the patient had bumps in front and back of her legs. The patient will undergo an explant procedure.